Manufacturer narrative:
Additional information will be provided following investigation conclusion.

Event description:
The complaint references an incident involving the use of a bvi lacrimal cannula (ref: 585068, lot: 6088528) during the administration of lacrifill in a patient affected by dry eye disease. Prior to administration, both tear ducts were irrigated to confirm patency. During treatment of the left canaliculus, approximately 0.2 ml of lacrifill was administered without noticeable resistance. Immediate swelling of the affected area was subsequently observed. Following examination, the physician formed the impression that the product had been deposited subcutaneously. The treating physician indicated that no perforation was perceived during the procedure; however, accidental perforation of the canaliculus could not be excluded. At a follow-up visit, an oculoplastic surgeon assessed the patient and considered accidental perforation of the canaliculus to be the most likely cause of the event. The patient experienced persistent swelling of the lower eyelid and was referred to another clinic for a procedure to remove the lacrifill gel. At the time of this assessment, the exact root cause of the event remains unconfirmed, and no device evaluation has been performed. However, the information available suggests a potential device-related perforation of the canaliculus during use, resulting in unintended deposition of the product outside the intended anatomical location. The event required medical intervention, including treatment with antibiotics, specialist evaluation, and referral for a surgical procedure to remove the implanted material. Based on the information currently available, the event had the potential to result in serious deterioration of the patient's health and required medical intervention to prevent permanent impairment of a body structure and function. After careful evaluation of the complaint, particularly the suspected canalicular perforation, unintended subcutaneous deposition of the product, persistent tissue swelling, and the need for a surgical removal procedure, we have determined that this event meets the criteria for reporting to the competent authority in accordance with applicable vigilance reporting requirements. The event is being reporting to FDA as part of foreign reporting requirements.